Event description:
It was reported this balloon catheter shaft fractured and detached in the pt during a pulmonary artery dilatation procedure. While consulting whether to attempt surgical or percutaneous retrieval of the detached segment, the pt developed bradycardia and electro mechanical dissociation (emd). A decision was made to snare and retrieve the segment at that time. However, during retrieval of detached segment, two smaller segments fractured from the detached segment and migrated to the pt's lungs. The pt coded and resuscitative measures were successful. The procedure was discontinued at that time. Several days post-procedure, the pt subsequently expired. An autopsy will not be performed. Therefore, a cause of death has not been determined at this time. The device has been retained by the user facility. Therefore, no failure analysis is available. It was indicated this device was used during a pulmonary artery dilatation procedure which is not an indicated use of this device. However, without evaluating the device, co is unable to determine the exact cause for this event at this time. Directions for use state: "medi-tech symmetry and symmetry stiff shaft balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature."